Event description:
It was reported that stent damage occurred requiring additional intervention. The target lesion was located in the right coronary artery (rca). A 24 x 4.00 mm promus premier stent was implanted, however, following post-dilatation, a deformation at the distal edge of the stent was noted. The stent was covered with another stent and the procedure was successfully completed. No patient complications were reported in relation to the event. It was further reported that the target lesion was 80% stenosed, located in the moderately tortuous and moderately calcified right coronary artery.

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained.

Event description:
It was reported that stent damage occurred requiring additional intervention. The target lesion was located in the right coronary artery (rca). A 24 x 4.00 mm promus premier stent was implanted, however, following post-dilatation, a deformation at the distal edge of the stent was noted. The stent was covered with another stent and the procedure was successfully completed. No patient complications were reported in relation to the event.